Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the dual monitor central nurse's station (cns) went to a completely blank screen and was giving a "no video present" error message. No patient harm was reported. Investigation summary: the issue of no video on the cns could not be confirmed by nk tech support. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was advised to contact their biomed to continue troubleshooting the issue. No further issues were reported. A serial number review of the reported device does not reveal additional related complaints. The complaint history review of the customer's account does not reveal trends for similar complaints. The issue was most likely resolved through the customer's biomed without assistance from nk personnel. The root cause is likely related to improper cable connection as the "no video present" prompt would indicate lack of video data being transmitted from the cns to the display.

Event description:
The customer reported that the display screen on the dual monitor central nurse's station (cns) went to a completely blank screen and was giving a "no video present" error message. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their dual monitor central nurse's station (cns) has gone completely blank and is prompting a "no video present" error. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their dual monitor central nurse's station (cns) has gone completely blank and is prompting a "no video present" error. No harm or injury was reported.